Event description:
During the set up of debridement utilizing versajet system, the handpiece didn't prime at power level 10. It was confirmed that the system fault led illuminated, then the power was cycled three or four times. At the third or fourth attempt of priming, the high pressure tube exploded near the white handle. Due to the explosion, the tube or the handpiece hit the surgeon's gown. There was no patient harm. The treatment was completed without using the versajet.

Manufacturer narrative:
(B)(4).